Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s ilet pump entered bg run because no bg readings were entered during continuous glucose monitor (cgm) warm-up, leading to delayed automated dosing until a manual blood glucose (bg) of 231 mg/dl was entered and the libre 3+ sensor was activated and connected. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to therapy without emergency care or hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem characterized as an improper procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.